Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s sister reported via phone call that customer experienced hypoglycemia. Customer¿s blood glucose level was 36 mg/dl at the time of incident and other relevant blood glucose level was 80 mg/dl. Customer also reported that the insulin pump was damaged and menu button was peel off however there was no damaged on reservoir lip ring. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with peeling keypad overlay.